Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The customer reported to have been experiencing multiple, intermittent low blood glucose (bg) levels (as low as 46 mg/dl). Orange juice and candy were consumed to address the low bg level. The customer consulted with a physician and on (B)(6) 2016, the basal rate was reduced by 50 percent. The next day (B)(6) 2016) the customer's bg level was over 600 mg/dl with possible ketones and the customer was taken to the emergency room. The customer was treated with intravenous fluids and insulin. The customer was not admitted to the hospital. The bg level had been lowered to 231 mg/dl and was still coming down. The customer believed that the adjustment to the basal rate caused the bg level to elevate.